Manufacturer narrative:
(B)(4). Date of initial report: 07/26/2011. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that the device would not open or close and the blade is sticking out. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife blade was protruding from the jaws of the device.